Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the device was unrepairable. At the customer¿s request, the was returned to them unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The customer advised that they removed and reattached the electrodes but this did not resolve the issue. Another device was used with the same electrodes and proper operation was observed. This issue is patient related; however there was no adverse patient outcome reported. The patient did survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.